Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that they noticed a sample clot during routine (B)(6) testing and replaced the sample probe. After replacing the sample probe and processing samples for about two hours they noticed a leak. The ccc specialist determined that the customer had failed to perform a probe dispense test and run quality controls after replacing the sample probe. The customer replaced the sample probe and the issue resolved. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found an issue with the raid array. The cse stated that the leak was caused by the sample probe breaking off at the fitting, which was resolved by replacing the sample probe. The cse performed drive recovery and checked the basic input/output system drive array status and windows c drive utility, which were functioning properly. The raid array c drive was also functioning properly. Quality controls were run, which were acceptable. The cause of the (B)(6)results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained (B)(6) results on patient samples on an immulite 2000 xpi instrument. The (B)(6) results were not reported to the physician(s). The customer repeated the patient samples on the original instrument and on an alternate instrument, (B)(6). The (B)(6) results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
The initial MDR 2247117-2017-00052 was filed on (B)(6) 2017. Additional information (B)(6) 2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and the service report. The hsc specialist concluded that the sample clot errors could have attributed to a leaking probe. As the customer did not perform a dispense test after replacing the probe, it could have potentially led to an incomplete prime of the sample probe. There is a potential that air in the sample probe assembly due to the incomplete prime could have contributed to the discordant results. The issue was resolved by the customer by replacing a sample probe prior to a siemens customer service arriving on site.